Event description:
It was reported that on literature review "ten-year survivorship and risk of periprosthetic fracture of a cementless tapered stem", one (1) patient presented a vancouver class b1 periprostethic fracture aproximately ten years after the index tha surgery. This adverse event was treated with an orif surgery and the patient was asymptomatic 4 years after. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).